Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection at the ipg site. As a result, the ipg was explanted to address the issue.

Event description:
Additional information was received that the patient's infection had cleared and resolved by at latest (B)(6) 2021 as noted by the physician during an implant procedure on that day.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.